Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and images were provided for review. The investigation of the reported event is currently underway. H10: d4: (expiration date: 02/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the contralateral approach, the proximal side of the stent flared ends were allegedly not opened properly. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was not returned for evaluation. X-ray images and a video file were provided for evaluation. Based on the media provided the stent is identified to be elongated, which may lead to a reduced diameter of the stent. No damages of the stent, such as fractures could be identified. The stent was placed in the superficial artery which represents an off label use of the device. It was reported that the stent was post dilated using a 5 mm balloon catheter. Therefore, based on x-ray images provided the stent is confirmed being elongated, which may lead to a reduced diameter of the placed stent. However, a definite root cause for an irregular stent placement could not be identified. The reported use of the device in the superficial artery of the stent represents an off label use of the device. Labeling review: relevant labeling was reviewed. Regarding pre and post dilation the instruction for use states: "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." And "post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." Proper stent deployment procedure was found to be described-; e.g., "during stent deployment, the entire length of the catheter system should be kept as straight as possible. Maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy. (...) Once the stent is partially or fully deployed, micro-adjustments are no longer possible, and the stent should not be dragged or repositioned in the lumen." The reported placement of the stent in the superficial femoral artery represents an off-label use of the device. Regarding indication for use the instruction for use supplied with this product states: "the lifestar vascular stent system is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery." H10: d4 (expiration date: 02/2026), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the contralateral approach, the proximal side of the stent flared ends were allegedly not opened properly. There was no reported patient injury.